Manufacturer narrative:
Pump interrogation revealed baclofen as the drug at a dose of 701.6 mcg/day. A pump motor stall and a same day recovery in (B)(6) 2017 was confirmed in analysis. Visual inspection of the hybrid (circuit board) did not identify any anomalies. No anomalies were observed related to the motor stall. Analysis also revealed that the pump¿s reservoir septum had sustained significant damage while implanted and had leaked during testing. Needle-like gouges near the tapered ring at septum edge were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump stopped delivering drug intrathecally; it was noted that during telemetry, the "motor stall" notification occurred. The pump was implanted on (B)(6) 2016, and stopped working in (B)(6) 2017. Pump logs were available, but were saved in the programmer and were not able to be received. The patient experienced increased spasticity. The cause of the issue was not determined. There were no contributing factors identified. The pump and catheter were both replaced. The model/lot number of the explanted catheter was not available. The implant date of the catheter was (B)(6) 2012.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a distributor and representative regarding a patient in (B)(6) who received lioresal 2000 mcg/ml at an unspecified dose via an implantable pump. The patient¿s relevant medical history included long standing spastic paraplegia. It was reported that on (B)(6) 2017 the pump stopped working. The event date was defined as ¿post operatively¿. As a result of this event the pump and catheter were replaced on (B)(6) 2017. It was also reported that the product was not replaced. This was being clarified. There was no harm, injury, no symptoms, nor death reported. The patient¿s outcome was reported as ¿ok¿. No further complications were reported/anticipated.